Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of pocket discomfort and a protruding lead. Upon examination, it was observed there was no pocket erosion, lead protrusion, or infection. The pocket was surgically revised successfully. The patient was stable before, during and following the procedure.